Event description:
Devilbiss healthcare received a complaint from a home medical equipment (hme) provider involving a suction device. There was no report or evidence of illness, injury or medical treatment associated with the complaint, and the hme provider stated the patient received a "loaner suction device" from another company until the devilbiss 7305 unit could be repaired or replaced. The hme provider retrieved the unit and reported that "[the unit] provides no suction at this time, as the motor is frozen or locked up and will not rotate to create suction, although the appropriate lights do come on when it is plugged into ac power." The unit was returned to devilbiss for evaluation. The root cause of the failure mode was back-suction of evacuated contents into the unit, rendering it unrepairable. This condition is the result of failing to operate the device as intended.